Manufacturer narrative:
The pod arrived not deployed. No timeouts or drive stalls were observed. The pod delivered 45 first prime pulses, deactivating before the start of second prime. The ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. No damages or defects were found with the pod that would prevent the needle from deploying during second prime as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g7.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The blood glucose levels reached less than 70 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided.